Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer reports that one patient sample generated an initial clin chem sodium assay result of 119 mmol/l that retested at 138 and 139 mmol/l (the customer uses a normal reference range of 136-145 mmol/l). The customer is reporting imprecision with numerous chemistry assays and has requested a service call. No suspect results have been reported from the lab with no patient impact.

Manufacturer narrative:
An abbott technical application specialist (tas) visited the customer site and found that the customer was making fresh cleaning solutions (10% detergent b and 0.5% acid wash) but kept topping off the solutions on the analyzer. Per the architect systems operation manual, a new cartridge should be used each time the solutions are replaced. The tas instructed the customer regarding this issue. No additional instrument troubleshooting was performed. Subsequent instrument performance and assay results have been acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect systems operations manual contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue was addressed through standard troubleshooting procedures.